Event description:
Alleged issue per medwatch: patient had 2 vein clips come off a different vein brand which was approximately 2 cm proximal to the first set of clips. They were clearly placed at the first operation. We do not have the lot number for this exact product. Additional information: patient was sent to ICU his pressure rose to 210/110 and he rapidly began to exsanguinate out of his chest tube. He became hemodynamically unstable and was brought down emergently to the or. No patient injury reported. Patient current condition is unknown.

Manufacturer narrative:
(B)(4). A device history record (DHR) review could not be conducted since the lot number was not provided. No corrective actions can be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time, due to the lack of defective product, it is not possible to confirm the complaint and to determine the root cause. The manufacturer will continue to monitor and trend relating complaints.